Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was previously noted that the patient's implantable cardioverter defibrillator delivered inappropriate high voltage therapy. On (B)(6) 2017 the device was explanted due to normal elective replacement indicator. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.